Manufacturer narrative:
Approximate age of device: 1 year and 10 months. (B)(4). Additional information - the user facility report received via (B)(6) indicates the patient expired on (B)(6) 2014. The manufacturer had not received any reported events of hemolysis or thrombus for this patient. However, in (B)(4) 2014, a report was received directly from the user facility that the patient had expired 14 days after developing a pump pocket infection and sepsis. The patient death was reported under MFR #2916596-2014-01398. An autopsy was not performed and the pump was not explanted. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. An (B)(6) report was received that stated: hemolysis, positive ramp study for thrombus.